Event description:
Reporter indicated, a patient experienced asystole during an initial vns implant surgery. The patient was under general anesthesis at the time of the event. After implanting the device, a system diagnostic test was run and asystole occurred for approximately 3 seconds. The patient ws not hemodynamically compromised. Another system diagnostic test was then performed resulting on ok result and no problems with heart rate. The implant procedure was completed without further complication. The patient stayed in the hospital overnight on a cardiac monitor. No significant dysrhytmias were noted. The patient's device was set to conservative parameters during surgery without any sign of adverse effect.

Manufacturer narrative:
Vns therapy system labeling, lists heart rate/rhythm changes as a potential adverse event possibly associated with surgery or stimulation.